Event description:
It was reported that "the surgeon tried to remove from the pt and the thread on the impactor came away from the trial which resulted in the trial being stuck inside the pt. The trial was removed without detrimental effects to the pt involved."

Manufacturer narrative:
Associated device: trident acet window trial 50mm; catalog # 2208-2050; lot # bytco. A supplemental report will be submitted upon completion of the investigation.